Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the implant procedure, the patient's wound was still oozing. The physician reopened the pocked to investigate the source, and manipulated the pocket in an effort to stop the bleeding. After the patient was sutured, a fluoroscopy revealed that both leads had dislodged. The physician chose to reopen the patient and remove the entire system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.